Manufacturer narrative:
Product was disposed after surgery, thus not available for analysis. Historical analysis is pending.

Event description:
Screw head popped off while insertion during a bi-lateral mandible fracture case. All parts were recovered.